Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main legacy half height 3.2 drawer wont open. A field service engineer (fse) inspected and discovered the solenoid cable was damaged. The cable was replaced, the station was rebooted, and firmware updates were successfully applied. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 failed to open. The user tried to recover storage space, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.